Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from fcs, a patient underwent a transfemoral tavr procedure with a 26mm s3 ultra in aortic position. Approx. 2.5 years post tavr, the patient is presenting with a peak velocity over 5 by echo. Patient was put on warfarin for a couple months now without improvement. Per medical record review, there was a tee which shows edwards sapien 3 ultra (26 mm) aortic valve prosthesis appears to be stenotic. The prosthetic aortic valve leaflets are thickened and calcified with reduced mobility, fixed leaflet dysfunction. Peak velocity 4.4m/s, mean gradient 43mmhg. Aov vti 90 cm. Moderate aortic paravalvular leak is observed. The patient was symptomatic with increasing lightheadedness and shortness of breath. Surgery is planned with an aortic root enlargement with bovine pericardial patch and redo bioprosthetic aortic valve replacement.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for svd - calcification was confirmed based on the provided imagery and medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, leading to the calcification of cells. Numerous patient-related factors can contribute to the onset and progression of calcification, and consequently, the structural degeneration of the thv. These factors include age, disease state, patient comorbidities, and/or pharmacological interventions, such as renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to the limited information provided, a definitive root cause cannot be determined at this time. According to the technical summary, extensive investigations have shown that the reported events of valve calcification and post-implantation svd calcification are not associated with device malfunctions or manufacturing nonconformances. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time .